Event description:
Report received from the USA stating that the device was reporting an "e6 error message." The device was being used during surgery. No pt or user injury were reported. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "e6 message" was not confirmed. The device passed all tests and no problems were observed. If add'l info becomes available a supplemental report will be submitted.